Event description:
It was reported that during use on a patient, a "pacing failure" occured with the external pulse generator (epg) patient cable. The patient developed bradycardia, but no serious heath hazards developed. The epg cable was sent for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the patient cable had a fracture. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on a patient, a "pacing failure" occurred with the external pulse generator (epg). The patient developed bradycardia, but no serious health hazards developed. The epg was sent for service. The status of the epg is unknown. No patient complications have been reported as a result of this event.